Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. Slide retract was found to be damaged.

Event description:
It was reported that the needle did not retract back into the pod.

Manufacturer narrative:
The device has been received and is pending an investigation.